Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing poor barrier separation during use. The following has been provided by the initial reporter: it was reported that there was improper gel separation. Customer text: email: we had one more incidence of gel covering the plasma after spinning. Lot # 9158934. Exp. 06/30/2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube has been found experiencing poor barrier separation during use. The following has been provided by the initial reporter: it was reported that there was improper gel separation. Customer text: email: we had one more incidence of gel covering the plasma after spinning. Lot # 9158934. Exp. 06/30/2020.